Event description:
It was reported that during a scheduled pulse generator changeout, this right atrial (ra) lead was capped and surgically abandoned due to a product performance issue. It was successfully replaced with a new lead. No additional adverse patient effects were reported.